Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient's had their system explanted due to a nickel allergy. The issue was resolved. No further complications were reported. No additional patient symptoms were reported.